Manufacturer narrative:
The technician found that the communication cable was pinched. The most likely cause of the pinched communication cable is improper storage during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the nurse call does not function. The bed was located in maintenance at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).